Manufacturer narrative:
Based on the results of this investigation and no sample received at the investigation site for evaluation at this time. The customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during the sculpt phase of a cataract extraction procedure the phacoemulsification (phaco) handpiece (hp) is giving less power and get warm. This occurred two times. The handpiece was exchanged and the surgery was completed with no harm to the patient. Additional information was requested and received indicating that during the sculpt phase of a cataract extraction procedure the hp became warm and power went down. There was no system message displayed. This is one of two report from this facility. Additional information was requested and received.